Manufacturer narrative:
Lot number ¿ 18e019, 18k014, 18k030. Six (6) single-use devices were received for evaluation. For four of the devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the four returned devices. The devices were found to be conforming product. For one device, visual inspection revealed a speck of white drug residue at the connection of the blue winged luer cap to the luer. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For one device, visual inspection revealed fluid inside the bag that contained the device. Further inspection revealed a leak at the solvent-bonded junction of the tubing and the stressmember. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that nine small volume folfusors leaked prior to patient use. Six of the devices were leaking from an unspecified location, two devices were leaking from the blue winged luer cap, and one device was leaking from the connection of the tube to the top of the device. There was no patient involvement. No additional information is available.